Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a needle driver instrument was stuck on arm 3. The site had to use force to remove the instrument from the arm. The technical support engineer (tse) reviewed the logs and found a 22020 error on arm 3, which had the needle driver instrument installed. The site elected not to use arm 3 for the rest of the case. The site pulled arm 4 around and used it in place of arm 3. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. The fse was unable to reproduce the reported issue. The system was tested and verified as ready for use. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: a universal surgical manipulator (usm) was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.